Event description:
It was reported that the high flow insufflation unit, had a relief control operation failure. The issue occurred during service/maintenance of the device. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found that due to circuit board (cr) failure, it is presumed that (relief control operation failure) occurred. Based on the investigation, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.